Event description:
The customer reported a bloody fluid pooling below the back side of the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. The customer indicated that the differential results were affected but results were not reported out of the laboratory. The samples affected were rerun for analysis after the leak was repaired. There was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found tubing at pinch valve 41 had popped off and caused the leak which consequently affected the light scatter (ls) preamplifier board inside the analyzer. The fse reattached the tubing at valve 41 and replaced the ls preamplifier board affected by the leak. Repair was then verified per established procedures.